Event description:
Procedure: lap sigmoid. Patient sex: unk. The information as originally reported to the company stated: it was not possible to close the magazine on the instrument. The magazine could be placed on another instrument correctly. There was no patient injury. However, upon receipt and preliminary evaluation of the device on 1/3/2007, it was discovered that the device was fired and there appeared to be slight tissue remnants left of the staple cartridge. Therefore, this event was then reclassified as an "adverse event" due to the potential tissue loss. Additional details about the specifics of this event have been repeatedly requested of the facility; however, to date no additional details have become available.